Manufacturer narrative:
(B)(4). Additional information: the device was manufactured june 26, 2014 ¿ june 27, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed that the cause of the fluid was due to an untightened non-baxter red luer cap. A functional leak test was performed by filling the device with water and manually tightening the red luer cap. No signs of a leak were observed from the device. The functional leak test was also performed successfully using a baxter blue winged luer cap. The device was found to operate within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred before use. The device was filled with 2000mg of desferrioxamine in 58ml of an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.